Event description:
The customer reported erroneous beta human chorionic gonadotrophin (bhcg) result, for one patient, involving unicel dxi 800 access immunoassay system. Subsequent testing on an alternate unicel dxi 800 access immunoassay system produced a different result. The erroneous result was released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse performed a successful system check. The fse cleaned the reagent wash towers and checked reagent probe alignment. The fse performed a successful high sensitivity system check. The fse successfully completed pump diagnostic routine. The unit conformed to the manufacturer's specifications.